Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with an unspecified intraperitoneal antibiotic once daily (medication, dosage, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was withdrawn and the patient was switched to hemodialysis therapy. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.